Event description:
In 2008, pt received a cardionet monitor, a packet of covidien kendall ECG electrodes, and a packet of s&w ECG electrodes (model 383) shipped to her by cardionet. She was instructed by phone by a cardionet operative, how to apply the electrodes and to use the equipment. She applied the s&w electrodes, felt a burning sensation from the electrode and informed the cardionet operative about this. He had her remove them and try the kendall electrodes instead. She informed him, she still had a burning sensation. She removed the electrodes after some failed attempts to do so and removed skin along with the electrodes. Pt has scars at the sites, which will probably only go away with medical treatment. All this info was relayed to cardionet from an attorney of pt who pursues compensation for her. All our efforts to collect more precise and additional info have not been answered yet despite of repeated requests.

Manufacturer narrative:
The retained samples of the same lot have been tested visually and mechanically. All samples were found to perform within the limits. The gel's ph value of those samples was also measured and found within limits. The mfg report of the gel lot used for the production of the claimed lot shows no irregularities. No faults could be detected. The attorney provided 3 photos showing the injuries. The injuries are round and appear to correspond to the gel area of some ECG electrodes. A faint electrode outline rather seems to indicate, at lease one of them corresponds to a covidien electrode's gel area rather than to an s&w's. Due to the lack of a precise measurements (diameter of the injury) we cannot draw a final conclusion. If the description of events provided by the attorney is correct, the cardionet operative has asked ms. Leshore to apply electrodes to a person (herself) who had just complained about a skin irritation effect. This is at least counter to the IFU provided with the s&w product, specifically that the "product should not be used on pts who are known to have skin irritation effects when in direct electrode contact ...". However, as no further info has been made available to us so far we cannot conclude whether the s&w electrode was involved in the actual injury at all. According to the attorney, only the second electrode set presented difficulties to be removed, and caused skin to come off with it. We will continue to ask for further info and will relay such info and any conclusion in a f/u report.